Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was high 200's mg/dl while sensor glucose value was below 50 mg/dl. User was new to the system. The customer reported being in pain. The event involved product(s) mmt-7040a. The sensor was worn for fewer than 4 days. Had 2 sensors with issues. Customer started her 780g pump but was using the guardian 3 transmitter with it still, she inserted a new sensor and it went through 3 warm up cycles, after the 3 warm up cycle she decided to remove the sensor and pair her guardian 4 transmitter and use her guardian 4 sensors. So she inserted a guardian 4 sensor and immediately she got an sg of 140 mg/dl but her bg was 280 mg/dl, it would not calibrate. It seemed like it attempted a calibration but did not finish. Her bg was then 304 mg/dl but her sg was 160-170 mg/dl. She entered a new bg and sent it to the pump but it went back to sg 170 mg/dl. She kept trying to give it finger sticks to calibrate, it continually kept dropping. After dinner she did another finger stick, she was still in the high 200¿s mg/dl, her sg was 130 mg/dl, then got sg alerts of below 50 mg/dl but her bg was still high 200¿s mg/dl. Around 7:30 or 8 pm it said change sensor. She started a new sensor this morning, she had the right sensor paired to it. It gave her the same starting reading of sg 135 mg/dl, her fingerstick 275-270 mg/dl. User restarted the sensor. It went into warm up again, after warm up she had an sg of 160 mg/dl but her bg of high 200¿s mg/dl. It's been that all afternoon. At time of the call pump showed sg 150 mg/dl and bg 194 mg/dl. Sensor was securely taped. Customer was advised to monitor and change sensor if issue persists. No product return is expected for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.